Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the left side. Subsequently, the patient experienced an intra-operative posterior greater tuberosity fracture and displacement. As a result, during the initial replacement procedure, the patient underwent an additional procedure to suture tuberosity fracture. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 300-30-06 - equinoxe preserve stem 6mm: (B)(6). 322-42-00 - 145-deg pe 42mm hum liner +0: (B)(6). 322-10-00 - humeral adapter tray, +0: (B)(6). 320-006-42 - glenosphere 42mm: (B)(6). 320-15-07 - sup/post aug plate, l rs glenoid baseplate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the intraoperative scapular fracture reported cannot be conclusively determined but may be related to a patient condition or high forces during broaching, reaming, exposure, or retraction. However, this cannot be confirmed based on the information provided. D1: corrected. H6: corrected health effect and investigation clinical codes.